Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient didn't receive a lot of pacing and had a good underlying rhythm. The pacing inhibition did not result in any duration of asystole. Boston scientific technical services (ts) discussed that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature and discussed programming mv off. All lead measurements were noted to be stable and within normal limits. The mv feature was programmed off and monitoring will be continued. No adverse patient effects were reported.